Event description:
A customer informed the distributor that they were trying to use the defibrillation pads to monitor the ECG of a pt. The customer stated that when they opened one set of pads, one of the pads could not be peeled properly from its release liner. They stated that they opened the other set of pads, and both pads could not be easily peeled from their relaese liner.